Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the accustick sheath found the ro marker to have been pushed proximally approximately 5.5 cm from the tip. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. Additionally the surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. The sheath and dilator tips were damaged and torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device marking issue occurred. A .038 accustick¿ ii was selected for use. The radiopaque marker was noted to be in the wrong location. The marker was too proximal but not at the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a device marking issue occurred. A .038 accustick ii was selected for use. The radiopaque marker was noted to be in the wrong location. The marker was too proximal but not at the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.